Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 20 mg/ml at 10,650 mg/day without boluses (14,472 mg with all boluses) and clonidine 400 mcg/ml at 213 mcg/day without boluses. It was reported patient¿s pump was replaced due to elective replacement indicator (eri) proximity on (B)(6) 2020. During the replacement surgery, the hcp was not able to aspirate or inject into the catheter to verify patency. The hcp decided to leave the situation like this and see how the patient was doing. On (B)(6) 2020, a partial explant occurred; the 8709 catheter was removed (as it was broken), and the distal end could not be found. Therefore, the distal end was not removed. The catheter was replaced with an 8780 model. The explanted catheter segment would be returned to the device manufacturer. According to the hcp, residual volumes at the refill were in accordance with the programmer. The patient was doing quite well without a change in daily dose. The issue was resolved. The patient's status was alive - no injury. There were no applicable environmental, external or patient factors might have led or contributed to the event. The catheter lot number was not found. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc implanted: (B)(6) 2007 explanted:(B)(6) 2020 product type catheter h3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned in two segments. The first segment measured 48.5 cm and consisted of the sc assembly, the proximal segment, the pin connector, and part of the distal segment. The second segment measured 15.3 cm and consisted of the other part of the distal segment, including the anchor. Segment 1 passed patency and pressure testing. Leaking from segment 2 was observed during pressure testing. Visual inspection of segment 2 identified areas of compression on the catheter body, including at the end where analysis also identified a break in the catheter. Visual inspection also identified a hole in the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.